Event description:
It was reported that the programmer did not work as it should, and it suspended and stopped suddenly while working. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would suddenly stop working, however, it was indicated that liquid damage was found in the power supply. It was also indicated that the power cord bay was broken and that there were errors in the log file. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.